Manufacturer narrative:
(B)(4)

Event description:
It was reported that during explant of the pacemaker system, the pulse generator exhibited backup vvi operation after being exposed to electrocautery. A software download was successfully performed. The device was used to pace the patient externally until implant of a new pacing system on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.